Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 594 mg/dl, 227 mg/dl and 186 mg/dl using the guide meter (system 1) and 191 mg/dl using the aviva meter (system 2).